Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. During a normal device change out procedure, insulation anomaly was noted on the lead. Noise was not reproducible and lead repair kit was used. The lead was tested through pacing system analyzer and no noise was "seem". The lead remained implanted and the patient was in stable condition.